Event description:
A service technician reported a pump with a "failed" stop button on the channel b pump head module keypad. This condition was discovered during product evaluation. There was no pt injury or medical intervention necessary. This device utilizes user interface module (uim) master software version 5.04.00, categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with a "failed" stop button on the channel b pump head module keypad was confirmed during product evaluation. This condition was caused by a failure with the channel b stop button (defective keypad). The channel b pump head module keypad was therefore replaced. This issue is currently being investigated.